Event description:
It was reported that during implant, the stylet became difficult to handle. The physician pulled the stylet and the knob on the stylet was broken, damaging the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the stylet was bent. Visual analysis noted that the lead was damaged at implant.